Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 600 mg/dl due to infusion set coming out while asleep. Customer states that issue was worse during a urinary tract infection. Customer declined transfer to helpline.